Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient presented to the emergency room and diagnosed with diabetic ketoacidosis. Reported symptoms included nausea and vomiting. Treatment during medical evaluation consisted of intravenous insulin. The patient returned home the same day after a few hours in the emergency room. A review of the omnipod cloud data revealed that the patient does not consistently wear the omnipod 5. Additionally, no pod cloud data was available for approximately two weeks surrounding the event, making it unclear whether the omnipod system was in use at the time of hospitalization. The patient reported using manual insulin injections with lantus insulin in conjunction with the omnipod system to manage blood glucose levels and stated that he had frequently missed administering manual injection doses in the past. The use of manual insulin injections while wearing an active pod is not recommended by the manufacturer. The patient further stated that he had not received formal omnipod training at the time of the event. This event is being reported out of an abundance of caution due to potential omnipod use; however, the available information suggests that user error may have been a contributing factor.